Manufacturer narrative:
Additional information received - the reporter indicated the lens was implanted in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting, shallowing of the anterior chamber depth and elevated intraocular pressure. The patient experienced blurry vision. The patient was administered medication for the pressure. Post op the patient had trace cortical opacity and best-corrected visual acuity was 20/25. The visual acuity was more stable but the pupil was dilated. The reporter indicated the cause of the event was unknown. Event problem and evaluation codes: (B)(4). Result code(s): (operational problem) : visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned dry and there was evidence of clear surgical residue. Conclusion code(s): (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -10.0 diopter, in the patient's eye. The lens was explanted due to pressure and pain for patient. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.